Manufacturer narrative:
Correction: d6a - date of implant should be (B)(6) 2023, instead of (B)(6) 2025.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker and the right atrial lead exhibited inappropriate mode switch due to far r oversensing. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.